Manufacturer narrative:
Device not returned from facility.

Event description:
The surgeon reported that the ultratine broke while trying to insert into the patient. There were no injuries in this incident.

Manufacturer narrative:
Based on the damage observed and documented, the device appears to have sustained damage due to off axis insertion and excessive force.

Event description:
The surgeon reported that the ultratine broke while trying to insert into the patient. There were no injuries in this incident.